Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level detector module failed. The device was not changed out as the customer did not use a level detector. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Per email from the subsidiary site, there was no reliable signal of the probe. No device will be returned for further evaluation.